Manufacturer narrative:
D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).

Event description:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a ngen pump and multiple times during the procedure, while ablating the left atrium, the ngen would cut off ablation. An error "high flow mismatch" was displayed on the ngen. They had to restart with a new lesion to continue using the foot pedal. No adverse patient consequence was reported.

Manufacturer narrative:
It was reported that a patient underwent an atrial flutter left (l-afl) ablation procedure with a ngen pump and multiple times during the procedure, while ablating the left atrium, the ngen would cut off ablation. An error "high flow mismatch" was displayed on the ngen. They had to restart with a new lesion to continue using the foot pedal. No adverse patient consequence was reported. The hardware investigation has been completed. No failure was found. A device history record evaluation was performed for the finished device number, and no internal actions related to the reported condition were identified. All devices are manufactured, inspected, and released to approved specifications as part of johnson & johnson medtech's quality process. Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 18-jun-2024, additional information was received, and it was indicated that the generator was on automatic mode. The correct catheter settings were selected on the generator. No service is needed. The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).